Manufacturer narrative:
(B)(4). Batch # p58x1y. Device evaluation summary: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What degree of hemorrhoids did the patient have? What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the appearance of the deployed staples (b-formation, irregular, straight legs)? Was the safety reset before removal attempted? How many counter-clockwise revolutions were used to open the device how was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? How was the procedure completed? Was there any change in the procedure or patient care as a result of the event? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during a hemorrhoidectomy procedure , the stapler misfired. There were no patient consequences reported.